Event description:
Customer reported that the touchscreen on their t:slim x2 was worn and unresponsive, making navigation difficult, and they avoided using it whenever possible. There was no adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.